Manufacturer narrative:
The analysis on this device is pending. (B) (4).

Event description:
During a routine follow-up, it was found that inappropriate shocks were received and oversensing was seen on the ventricular lead. The st. Jude lead was replaced and this ICD was explanted.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
During a routine follow-up, it was found that inappropriate shocks were received and oversensing was seen on the ventricular lead. The st. Jude lead was replaced and this ICD was explanted.